Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had alarmed with a "no disposable pump won't run". The alarm was silenced and the pump powered off. The bottom of the cassette was tapped on a hard surface in an attempt to disperse air bubbles. Although the pump was turned back on, the alarm persisted. The patient had recently been discharged from the hospital following surgery and was on the way home. The pump was turned off again, and the caller was instructed to contact aps immediately for further guidance. The pump was set to a rate of 6 ml/hr, with a reservoir volume of 371.4 ml, and the patient was not affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.